Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that device failed to prime. The target lesion was located in artery below the knee (btk). An angiojet solent dista was selected for use in a thrombectomy procedure. During preparation, the device failed to prime 2-3 times. The procedure was completed using an alternate method. No patient complications were reported. However, returned device analysis revealed a detached/missing tip was observed.

Manufacturer narrative:
The device was returned for evaluation. Inspection revealed a detached/missing tip with the presence of dried blood. The catheter could not be primed, and the console displayed an under-pressure alarm. The detached/missing tip was identified at approximately 1.3 cm from the proximal marker band.